Event description:
The manufacturer received information alleging a ventilator had a ventilator inoperative condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperative condition. There was no patient harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.